Event description:
Overdelivery reported: the pump was programed to infuse demerol 10mg/ml in the pca only mode of delivery with a 10mg pca bolus dose available either every 8 or 10 minutes. It was reported that the pt stated "I feel like I am going to pass out". The nurse checked the pump and syringe/vial and reported that it appeared that "the pt had received a 30mg pca dose since the vial/syringe appeared to contain less volume than expected". The physician was not notified. The pt's vital signs were monitored and pt's respiration rate remained within normal limits. The pca was held for approximately 2 hours and then restarted with a replacement pump without further reported event. There was no oversedation or pt harm reported. Though requested, there was no additional info available.